Event description:
Related to MFR report # 2183959-2012-01188. On (B)(6) 2007, an apogee mesh device was implanted to treat for "rectocele, cystocele and enterocele" and bladder suspension. It was reported that since 2011 the pt has experienced "continuous infections and pain in the vaginal area," and that "I am in constant pain and it hurts when I stand or walk."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.